Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was hot to the touch while charging. The customer's blood glucose was in the 54-300 mg/dl range. Reportedly, the customer reverted to manual injections for alternate insulin therapy.